Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that intermittent occlusion alarm occurred. The customer's blood glucose (bg) was "high". Although, specific value was not provided. Customer allowed the pump to correct their elevated bg. Multiple attempts were made by tandem technical support to gather additional information. However, no response was received. No additional information was provided.